Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. The physician believed that cuff site atrophy contributed to the incontinence. A surgical procedure was performed in which the cuff was removed and replaced with a smaller cuff. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A DHR and ship history review cannot be performed as the lot number was not available. The device instructions for use (IFU) was reviewed. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. The physician believed that cuff site atrophy contributed to the incontinence. A surgical procedure was performed in which the cuff was removed and replaced with a smaller cuff. There were no further patient complications reported.